Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 71 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed an uncontrollable bleed from the impella's repositioning sheath, despite intervention, including 5 units of blood product delivery. The patient ultimately expired in part, as the cause of death was identified as cardiogenic shock, hemorrhagic shock, and late presentation myocardial infarction.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2022-01513 was provided in sections b5, d1, d4, d6, and h6.

Event description:
Additional information was reported that the patient had runs of wide complex ventricular tachycardia with poor perfusion.